Event description:
An optometrist reported that a pt who underwent bilateral photorefractive keratectomy (prk) was diagnosed with red eye and photophobia in the left eye, at the three week postoperative visit. The topical steroid drops were increased. Another report is filed for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).